Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was false empty detect and use error, inappropriate bypass of the low drain volume alarm during initial drain. Homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass a ldv alarm. The warning states by passing a low drain volume alarm it can leave fluid in the peritoneal cavity and result in an increased intraperitoneal volume (iipv) situation. A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2013 at 21:41:00. During night drain cycle one, the patient's ultrafiltration reading was 1342ml, indicating the home patient (hp) drained 1342ml more than their maximum programmed fill volume of 1800ml. No additional information is available.